Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that loss of connection occurred on for transmitter with serial number 8pndt3. However, transmitter with serial number 8mnkc5 was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed. A review of the share logs was performed and signal loss was found for serial number 8mnkc5 within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of loss of connection is reportable based on loss of connection was found due to defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).